Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet system did not receive glucose data due to dexcom g7 pairing failure, despite multiple troubleshooting steps including sensor replacement, use of a magnet, switching between g6 and g7 modes, repairing, and manual bg entry, after which the user was advised to change the sensor and contact dexcom. Symptoms included transient hyperglycemia with a peak glucose of 205 mg/dl lasting about one hour without alerts for severe hyperglycemia and without physical symptoms. Outcomes included no use of backup therapy, no ketone testing, no medical intervention, and no need for assistance. Investigation included technical support troubleshooting and user education regarding sensor pairing and data acquisition. Investigation of this case revealed a glucose monitor communication failure attributable to sensor pairing issues, with no evidence of pump malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-device communication failure with the cgm sensor.